Event description:
Healthcare professional reported a right side deflation. Legal representative additionally reported "pain, suffering, mental anguish, loss of capacity for the enjoyment of life". Legal representative also reported disability and disfigurement. These events are not device related. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: yellow particles were observed on the inner surface of the implant. Creases were observed on the outer surface of the implant. Brown particles were observed in the fill channel. The particles were removed and valve functioning was then satisfactory. Deflation is an inherent risk of saline-filled implants. With current silicone technology, no manufacturer can guarantee the containment of saline. Although the incidence of deflation is quite low, we recommend that all patients be informed of the potential for deflation, as noted in the dfu. The manufacture of all products is strictly controlled via detailed procedures and quality control specifications. Each and every product is inspected at a variety of steps during the manufacturing process, including tests for product integrity. Allergan will not release any product that does not meet all manufacturing specifications and requirements. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.